Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The case description alleges that the soft cannula was longer than expected. The soft cannula length was measured and found to be within specifications. No problem was found regarding the reported unknown failure/malfunction. Inspection of the needle mechanism assembly, hard cannula, environmental seal, and bottom housing found no damages or deficiencies that would contribute to an improper insertion. The exact cause of the reported unsure properly inserted event could not be determined. During fluid path testing, fluid was not able to travel the complete fluid path due to an observed tear in the exposed soft cannula. Fluid leaked from this tear. The exact time and cause of the soft cannula damage could not be determined. It could not be conclusively determined whether the observed leak was related to the reported event. The cause of the reported leaking during wear event could not be determined. During fluid path testing, a dull needle was observed indicating an inadequate hard cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone18.3. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the cannula did not properly insert into the infusion site and that the pod was leaking insulin. Upon removal of pod, the cannula appeared longer than usual. Blood glucose levels were not reported. Analysis of returned device found the cannula to be torn.